Event description:
Caller reported the patient tested >4.0 inr on the coaguchek s system and 2.9 inr on a comparison lab. Caller reported any patient with a meter result of >4.0 inr is drawn for a lab confirmation and the exact device result is not recorded. Coumadin is held for a day based on the high meter reading and then the coumadin is adjusted if needed based on the lab result. No adverse event reported. Requested return of suspect system, however, the strips are unavailable for return. Replacement sent.